Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that the lead safety switch had tripped on the right atrial lead due to out of range impedance measurements. Attempts were made to replicate the out of range measurements, but were not successfuly. As a result, this lead was surgically abandoned. No adverse patient effects were noted.